Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The most likely underlying cause of the complaint issue cannot be determined as the product has exceeded the expected lifecycle as determined by the manufacturer¿s warranty. There are no indications of manufacturing defects.

Manufacturer narrative:
Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. The distributor did not remember what blade was used to test the driver. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported an iq driver was tested outside of surgery by the distributor and was found to not retain a blade.